Event description:
It has been reported to philips that the system was not booting up correctly. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the computer was not booting up correctly. During troubleshooting, fse found issue with cmos battery. Fse replaced the cmos battery. After replacement completed the system was returned to use in good working order. The codes were updated based on the investigation outcome.